Event description:
It was reported that during a procedure, there was an error code 405 present. The procedure was not able to be completed due to this event. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Manufacturer narrative:
The device was not available for analysis; therefore, no physical or visual evaluation of the product could be performed. However, a review of the case comments indicated that the footswitch cable was defective. The complaint allegation of the device displayed an error message was confirmed. The malfunction found could have affected the device performance leading to the event experienced by the customer. A labeling review was performed and there was no indication that the device was not used in accordance with the instructions for use (IFU). Based on the available information, the investigation conclusion code selected for this complaint is cause traced to component failure.

Event description:
It was reported that during a procedure, there was an error code 405 present. The procedure was not able to be completed due to this event. There were no complications to the patient. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.